Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that the customer experienced low blood glucose value of 50 mg/dl at the time of the incident. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer felt that the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also reported that they felt the pump was malfunctioning as there were no alarms on the pump. The customer stated they got a no delivery alarm on (B)(6) 2018 during manual prime, which was resolved by a complete set change. The insulin pump will be returned for analysis. Update summary: the customer's parent sent back the replacement pump as they feel the customer's pump is still working.